Event description:
Reported by sales rep: "two (B)(4) broke during the same operation."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.